Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
"The literature article entitled, ""edge loading in third generation alumina ceramic-on-ceramic bearings"" written by william l. Walter, mbbs, gerard m. Insley, phd, william k. Walter, mbbs, and michael a. Tuke, hnc, me published by the journal of arthroplasty vol. 19 no. 4 2004 accepted by publisher 29 september 2003 was reviewed. The article's purpose is to report on results of a total of 16 cases of retrieved alumina ceramic-on-ceramic bearings with the goal of characterizing the mechanism of strip wear formation to understand how this wear occurs in an effort to prevent stripe wear by modifying surgical technique or implant design. It is noted that the depuy srom stem is utilized in 4 cases in conjunction with non-depuy acetabular components and all cases were revised. As the acetabular components were non-depuy the bearing surfaces are noted as non-depuy. Each case is captured individually on linked complaints." This complaint captures case (B)(6) a (B)(6) year old female with l side tha who was implanted with srom stem in conjunction with non-depuy acetabular components and revised for infection in which bearing surfaces were explanted.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.